Event description:
Additional information received indicated that patient deliberately turned neurostimulator (ins) off since the knee surgery. The patient was requesting instruction on how to turn the ins back on so they do not have to keep using pull ups. The patient had used pull ups and could not find their programmer. The programmer was found and stimulation turned on, the patient increased from 2.20 to 2.30, later decided to decrease back to 2.20 and patient felt stimulation. The patient stated that prior to surgery; their symptoms were being managed with the ins on. Until the ins has been on for a while again, it was not clear if it would manage the patient¿s symptoms again.

Event description:
It was reported, patient experienced a loss of therapeutic effect with symptoms of loss of bladder control in her perineum. It was stated, patient had been having "troubles" holding her urine about 3 days after an "unrelated" medical procedure, a total knee replacement on (B)(6) 2012. It was noted patient turned stimulation off for surgery and needed to turn it back on again. It was however, unclear when stimulation was turned on since stimulation parameters were adjusted and stimulation was increased from 0.2v to 1.0v at the time of the call. Patient felt stimulation in the bladder area and was "comfortable". Additional information received two months later indicated, the cause of the event was "probably a urinary tract infection (uti)". Patient visited with healthcare provider (hcp) and reported feeling 100% improved with stimulation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID, 3093-28 lot# v906472, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).